Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is speculated that foreign matter (fragments) originating from deterioration/damaged peripheral medical devices used in combination with the endoscope body may have entered the tubing and caused it to become clogged. The event can be detected/prevented by following the instructions for use which state: gif-1200n operation manual operation manual chapter 3 preparation and inspection ¿3.3 inspection of the endoscope inspection 3.8 inspection of the endoscopic system¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign matter (elastic solid material) was clogged inside the nozzle. There was no patient involvement.